Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including disconnecting tubing, tightening the lock, and delivering a bolus. The customer was advised to replace supplies as necessary and continue insulin therapy.